Event description:
It was reported that during perfusion of chemotherapy, an extravasation occurred in the proximity of the perfusion port. Perfusion was stopped. The catheter was removed via femoral artery.